Manufacturer narrative:
Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality safety evaluation of ptc. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This female patient was involved in a reimbursement or compensation activity. The patient received essure. The report describes a case of fallopian tube spasm ("spasm of the ostium "), complication of device insertion ("insertion failure due to anatomical problem"), device difficult to use ("essure removed with difficulty") and complication of device insertion ("complication of device insertion"). Other product or product use issues identified: device damage "damaged essure". The patient's concurrent conditions included fallopian tube stenosis. On (B)(6) 2016, the patient started essure. On the same day, the patient experienced fallopian tube spasm, the first episode of complication of device insertion, device difficult to use and the second episode of complication of device insertion. At the time of the report, the fallopian tube spasm, first episode of complication of device insertion, device difficult to use and second episode of complication of device insertion outcome was unknown. The relationship of fallopian tube spasm, the first episode of complication of device insertion, device difficult to use and the second episode of complication of device insertion to treatment with essure was not reported. The reporter commented: introduction of essure. Before advancing to the black ring, spasm of the ostium. Impossible to continue. Essure removed with difficulty, which damaged it. Company causality comment: this solicited case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion, and during the procedure experienced spasm of the ostium. It was impossible to continue with the insertion, and the essure was removed with difficulty, which damaged it. Device damage is an anticipated event in the reference safety information for essure. In the present case, the exact nature of the damage to the device was not specified. Since the event occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the device damage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
This (B)(6) female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. He011p5) inserted. The report describes a case of fallopian tube spasm ("spasm of the ostium"), complication of device insertion ("insertion failure due to anatomical problem") and device difficult to use ("essure removed with difficulty"). Other product or product use issues identified: device damage "proximal extremity of the insert was damaged" on (B)(6) 2017. The patient's concurrent conditions included fallopian tube stenosis. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm, complication of device insertion and device difficult to use. At the time of the report, the fallopian tube spasm, complication of device insertion and device difficult to use had resolved. The relationship of complication of device insertion, device difficult to use and fallopian tube spasm to treatment with essure was not reported. The reporter commented: during placement, the proximal extremity of insert became damaged, before advancing to the black ring, spasm of the ostium. Impossible to continue. Essure removed with difficulty, which damaged it. The damaged part was retrieved (the removal was medically necessary). The patient had no injury and she recovered from the procedure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 25_apr_2017 for the following meddra preferred term: 1. Device damage. The analysis in the global safety database revealed 05 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: he011p5 - production date: 14-jan-2016 - expiration date: 28-jan-2019 as of feb 21, 2017, the responsible quality unit (rqu) has not received returned product for this case this case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Based on complaint as reported, the complainant does not report a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc. Company causality comment: this solicited case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion, and during the procedure experienced spasm of the ostium. It was impossible to continue with the insertion, and the essure was removed with difficulty, which damaged proximal extremity of the insert. Device damage is an anticipated event in the reference safety information for essure. In the present case, during placement, the proximal extremity of insert became damaged, before advancing to the black ring due to spasm of the ostium and it was impossible to continue. Essure removed with difficulty, which damaged it. The damaged part was retrieved and patient had no injury and she recovered. Since the event occurred during essure's insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the device damage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. The product technical analysis was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.

Manufacturer narrative:
On (B)(6) 2017, the patient started essure at an unspecified dose and frequency. On (B)(6) 2017, the same day after starting essure, the patient experienced fallopian tube spasm, complication of device insertion and device difficult to use. At the time of the report, the fallopian tube spasm, complication of device insertion and device difficult to use had resolved. The reporter commented: during placement, the proximal extremity of insert became damaged, before advancing to the black ring, spasm of the ostium. Impossible to continue. Essure removed with difficulty, which damaged it. The damaged part was retrieved (the removal was medically necessary). The patient had no injury and she recovered from the procedure. Most recent follow-up information incorporated above includes: on 13-mar-2017: essure damaged device questionnaire: essure implant date was updated and procedure details were provided. No further information is expected. Company causality comment: this solicited case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion, and during the procedure experienced spasm of the ostium. It was impossible to continue with the insertion, and the essure was removed with difficulty, which damaged proximal extremity of the insert. Device damage is an anticipated event in the reference safety information for essure. In the present case, during placement, the proximal extremity of insert became damaged, before advancing to the black ring due to spasm of the ostium and it was impossible to continue. Essure removed with difficulty, which damaged it. The damaged part was retrieved and patient had no injury and she recovered. Since the event occurred during essure's insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the device damage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. The product technical analysis is being sought.

Manufacturer narrative:
This case was reported by a gynecologist/obstetrician and describes the occurrence of fallopian tube spasm ("spasm of the ostium") and complication of device insertion ("insertion failure due to anatomical problem") in a (B)(6) year old female patient who had essure (batch no. He011p5) inserted. Other product or product use issues identified: device damage "proximal extremity of the insert was damaged" on (B)(6) 2017 and device difficult to use "essure removed with difficulty" on (B)(6) 2017. The patient's concurrent conditions included fallopian tube stenosis. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm and complication of device insertion. At the time of the report, the fallopian tube spasm and complication of device insertion had resolved. The reporter considered complication of device insertion and fallopian tube spasm to be not reported (study) to essure. The reporter commented: during placement, the proximal extremity of insert became damaged, before advancing to the black ring, spasm of the ostium. Impossible to continue. Essure removed with difficulty, which damaged it. The damaged part was retrieved (the removal was medically necessary). The patient had no injury and she recovered from the procedure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular a search in the database was performed on 07-jul-2017 for the following meddra preferred term: device damage. The analysis in the global safety database revealed 07 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 7-jul-2017: update of quality-safety evaluation of ptc. Sample received. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.